Manufacturer narrative:
Block b3 date of event: the exact onset date of the event is unknown. The provided date of january 1, 2011, was selected as the best estimate based on the study period, which ranged from january 2011 to june 2020. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: healthcare facility name: (B)(6). Block h6: the imdrf patient code e2326 captures the reportable event of systemic inflammatory. Literature source: erme sam, m.d., faith akkas, m.d., kamil gokhan seker, m.d., and ekrem guner, m.d. Investigation of predictors of systemic inflammatory response syndrome after endourological procedure of upper urinary tract stones. Journal of laparoendoscopic and advanced surgical techniques volume 34, number 11:1007-1013, https://doi.org/10.1089/lap.2024.0267 block h11: correction to filed block h6 (patient code).

Event description:
It was reported to boston scientific via an article published in the journal of laparoendoscopic and advanced surgical techniques that a study aimed to identify risk factors for developing systemic inflammatory response syndrome (sirs) following three types of endourological procedures: percutaneous nephrolithotomy (pnl), flexible ureteroscopy (f-urs), and semirigid ureteroscopy (sr-urs). The study included 1417 patients who underwent the procedures between january 2011 and june 2020. A sensor guidewire was used for f-urs and sr-urs procedures. It was reported that 42 patients experienced sirs after the procedure.

Manufacturer narrative:
Block b3 date of event: the exact onset date of the event is unknown. The provided date of january 1, 2011, was selected as the best estimate based on the study period, which ranged from january 2011 to june 2020. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block d4 unique identifier (UDI) #: detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1: (B)(4). Hospital. Block h6: the imdrf patient codes capture the reportable events of: e1310 - captures the reportable event of recurring urinary tract infection. E2326 - captures the reportable event of systemic inflammatory response syndrome. Literature source: erme sam, m.d., faith akkas, m.d., kamil gokhan seker, m.d., and ekrem guner, m.d. Investigation of predictors of systemic inflammatory response syndrome after endourological procedure of upper urinary tract stones. Journal of laparoendoscopic and advanced surgical techniques volume 34, number 11:1007-1013, https://doi.org/10.1089/lap.2024.0267.

Event description:
It was reported to boston scientific via an article published in the journal of laparoendoscopic and advanced surgical techniques that a study aimed to identify risk factors for developing systemic inflammatory response syndrome (sirs) following three types of endourological procedures: percutaneous nephrolithotomy (pnl), flexible ureteroscopy (f-urs), and semirigid ureteroscopy (sr-urs). The study included 1417 patients who underwent the procedures between january 2011 and june 2020. A sensor guidewire was used for f-urs and sr-urs procedures. It was reported that several patients had a history of recurrent urinary tract infection (uti), and it was unspecified the number of patients that experienced postoperative uti. Additionally, 42 patients experienced sirs after the procedure.